Manufacturer narrative:
Concomitant product(s): d354drg ICD. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had triggered an alert for short v-v intervals and an increasing in pacing impedance. There was suspected to be fractured. The right atrial lead was noted to have occasional far field oversensing. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.